Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battey issue. It is unknown when or at what point in the process the reported condition occurred. Review of the device event history determined that this condition interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is 5.08.92, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4), a service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was not returned to baxter for evaluation, however a baxter field service technician performed device evaluation at the customer location. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a battery issue, and the root cause was determined to be depleted main batteries. The main batteries were replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.